Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had worn glue and a large slack on the wires. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; separated bending section cover adhesive and peeling off the coating / marking disappearance on the insertion section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating was peeling off on the insertion section. In addition, the evaluation found the following; the plastic distal end cover was deformed, the bending section cover adhesive was separated; the plug unit was damaged and the control unit angulation was less than specified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.